Event description:
Right atrial (ra) lead had a single spike in lead impedance and undersensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).